Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the fridge showed a low battery message. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge showed a low battery message due to the battery's voltage, which was 8.2 v dc. The field service engineer installed a new battery with a voltage of 12.3 v dc to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.